Event description:
It was reported to philips that the system was unable to boot up properly. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.